Manufacturer narrative:
A package carton label was received however, no actual knife sample was returned for evaluation for the report of being blunt therefore, the condition of the product could not be verified. Customer photos were attached to the parent complaint. Photo number 1 is of four partial lidstocks. Photo numbers 2 and 3 are of partial labels from the knife carton. No information regarding the actual complaint issue could be obtained from the photos. As an actual knife sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but is confirmed to be unavailable. This is the first of two reports from this facility. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during surgery on unknown surgery dates. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.